Event description:
It was reported that this implantable cardioverter defibrillators (ICD) exhibited electromagnetic interference (emi) noise oversensed that led to a high shock impedances measurements measuring greater than 200 ohms, low amplitude, and high capture thresholds were also observed in the right ventricle (rv) right after an ablation procedure. Additionally, there were stored episodes of two signal artifact monitoring (sam) episodes also likely due to the procedure. Most recent rv threshold appears to have returned to the pre-ablation range. It was recommended to bring the patient in office for an in person device check. At this time we don't have the confirmation if the reported observations occurred during the ablation procedure. No adverse patient effects were reported. This device remains in-service.